Event description:
It was reported that during an unspecified procedure, the tip of the probe broken off. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was sent to the original equipment manufacturer (OEM) for further investigation. The evaluation confirmed the gold tip broke off of the probe. The broken tip was not returned. The OEM investigation found that the teflon jaw was detached. The reported phenomenon of the jaw being detached was likely due to the overload of the probe being inserted while the handle was closed. Also, the reported phenomenon of the broken tip could be attributed to the overload in grasping a clip.